Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue: the pump is cancelled boluses without user intervention. The patient states there is no issue with unresponsive buttons. He watches the pump and meter and there is nothing unusual other then it says bolus canceled. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2013 with the following findings: a review of the pump¿s history showed evidence of partial delivery, user aborted warnings. The meter was not returned with the pump for testing. During testing of the pump, a 10 unit normal bolus and a 10 unit audio bolus were performed successfully and recorded accurately in the pump¿s history. The keypad buttons and there was no hyper sensitivity or unresponsiveness observed. The pump was exercised for 24 hours with no errors, alarms, or warnings. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.